Manufacturer narrative:
Concomitant medical products: product ID: dtbb1d4 crtd, implanted: (B)(6) 2016; product ID: 5071-53 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea. The right atrial (ra) lead exhibited high threshold and rising and high impedance. The ra lead remains in use. No further patient complications have been reported as a result of this event.